Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the analog interface (ai) printed circuit board (pcb) and inspiratory flow sensor. The ventilator passed self-testing.

Event description:
The service report shows the customer reported that the 840 ventilator was inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.